Event description:
It was reported that a catheter issue occurred. The 95% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the wire wrapped around the tip. The physician had to pull everything out of the patient body, and the procedure was completed with another of the same device. No patient complications were reported.